Manufacturer narrative:
It was reported the patient presented with an aortic dissection on (B)(6) 2019. The event has been assessed by the investigator to be unlikely related to the procedure and possibly related to the stent graft. The adverse event was confirmed to be aortic dissection. It was reported that the cause of death was the aortic dissection. The dissection was reported to be a type a and was proximal to the valiant evo stent position. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information received. The event has been reassessed by the investigator to be not related to the procedure. The cec (clinical endpoint committee) have adjudicated the event as not related to the device or the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sponsor has assessed the event as not related to the procedure as possibly related to the valiant stent graft system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: vemc3737c100ce, serial/lot #: (B)(4), ubd: 03-feb-2018, UDI #: (B)(4); product ID: vemc3737c100ce, serial/lot #: (B)(4), ubd: 31-oct-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant evo stent graft system was implanted in the endovascular treatment of a thoracic aortic aneurysm. It is reported that the patient died almost two years later due to an unknown cause. This event has been assessed by the sponsor as being not related to the procedure and possibly related to the stent graft system. No additional clinical sequelae were provided and the patient is expired.